Event description:
The user contacted lifescan alleging the "error 2" message appears on the display of the one touch ultra link meter. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. This complaint is being reported because the issue was not resolved through troubleshooting. The pt did not allege any symptoms or treatment. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.